Event description:
Reporting status: malfunction. Reporting rationale: fractured stent has previously caused or contributed to patient injury. Device issue: fractured stent. It was reported that the patient that had three xience-v stents deployed in the right coronary artery. The second stent was observed to have a fracture in the middle of the stent. No additional event or patient information is available .